Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), high out of range shock impedance measurements were observed after the right ventricular (rv) lead was connected. All other lead measurements were in normal range. Several measurements were taken but the shock impedance values remained above 125 ohms. The rv lead was disconnected from the device and it was repositioned. The rv lead was then reconnected to the crt-d and the shock impedance measurement was 72 ohms. No adverse patient effects were reported. The crt-d and rv lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.